Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient reused the same supplies and was connected to the cassette during the priming phase of peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. The guide also provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on the homechoice machine, it was reported that the patient had started therapy over using the same supplies and was connected to the patient line of the cassette during the priming phase of peritoneal dialysis therapy. Proper procedures were reviewed with the patient and therapy was halted. The patient completed therapy using manual supplies. There was no report of patient injury or medical intervention associated with this report. No additional information is available at this time.